Event description:
It was reported that at the patient's 36 month study visit, the subcutaneous implantable cardioverter defibrillator (s-ICD) session with the programmer was inadvertently not closed properly. Additional information on the study form indicated the number of atp requests on the report was one count higher than expected due to the s-ICD session not being closed properly. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
This report will be updated when our investigation is complete.